Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received a vibratory alert and a initiated remote transmission. Review of the transmission revealed an alert for high out of range high voltage impedance on (B)(6) 2019. The patient was seen in the clinic on (B)(6) 2019. Device interrogation revealed normal high voltage impedance; but it was noted the impedance had been trending a little high. All other electrical measurements were normal. The patient was in stable condition. The physician elected to continue monitoring the lead.